Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with unspecified antibiotics (dose, route and frequency not reported), treatment was reported as ongoing. The cause of the peritonitis was unknown. It was reported the patient was discharged the same day as admission. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.